Event description:
It was originally reported by the patient that she recently had surgery on her foot and the surgeon used an arthrex bio-composite screw. Patient states she had a reaction to the screw in that the "composite is eating away at the bone and the hole is getting larger". Follow-up investigation: patient had surgery on left foot on (B)(6) 2014. After several months of mis-diagnosis, it was determined through x-rays and an MRI that patient had torn ligaments and broken bones. Surgery to repair ligaments and broken bones was performed and went well. Approximately 1-11/2 weeks after being able to wear a shoe again, patient began to experience severe pain from deep within her ankle. X-ray and CT scan taken revealed a much larger hole than originally drilled in her ankle. Patient states that current surgeon had mentioned possible revision surgery but nothing set yet. Patient plans to obtain second opinion. Op report from (B)(6) 2014 surgery lists arthrex absorbable screw.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.